Manufacturer narrative:
(B)(4), date sent: 1/16/2026. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during an unk procedure, the clamp does not release and the stapling is partial. The surgeon changed stapler 3 times. He finished the procedure with a stapler from another lab. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: ¿have there been any patient consequences as a result of this incident? No, change of supplier. No patient consequences. ¿if yes, which and how were they treated? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. D4: batch # 215d85. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a sr75 reload loaded in the device. The reload had the proximal 53 drivers up and the remaining drivers down with staples present and the swing tab in the locked position. Further analysis revealed that the anvil partially detached from distal end and two anvil posts on this area appears to be damaged as if the anvil was pulled out off the device. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported of would not open could not be confirmed as the device opened and closed without any difficulties noted. The event reported of partial fire was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The condition of the anvil was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 215d85, and no non-conformances were identified.